Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump (iabp) ECG was not working. There were no patient harm or injury was reported.

Manufacturer narrative:
Other contact phone number: (B)(6) updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue could not be reproduced. All cables and waveforms were checked. The unit passed all functional and safety checks to factory specification. Fse replaced screw kit because he has to remove console cover to check the device.

Event description:
N/a